Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads . Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7075951.

Event description:
It was reported that the patients ipg had migrated and the leads were twisted multiple times. No device malfunction was suspected. The patient underwent an ipg replacement procedure and the leads were unwinded. The explanted ipg will not be returned per hospital policy and the patient was doing well postoperatively.